Manufacturer narrative:
Further info will be provided as it becomes available.

Event description:
The maxi sky 1000 was returning to charger after returning the pt to bed. Approx 5-10 mins later, smoke began to exit from the top of the unit. Staff retrieved and discharged a fire extinguisher at the top of the unit while other staff worked to safely remove pt from room. After room was cleared and sealed off, smoke began to exit the top of the unit again. A hole had burned through the bottom of the case exposing a flame and melting plastic. The nurse manager entered the room and discharged the fire extinguisher a second time putting out the fire. No injuries were reported.